Manufacturer narrative:
Follow-up #1; date of submission: 08/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/31/2014 with the following findings:visual inspection showed that moisture was present behind the display lens, and the pump case was observed to be cracked. The pump failed a leak test due to the cracked pump case. The pump case was removed and evidence of moisture ingress was observed on internal components. Unrelated to this complaint, the pump powered up with a blank display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was evidence of moisture behind the pump's display screen. There was no reported damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.